Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused during infusion. When it was time to remove the folfusor after therapy had been expected to be completed, it was observed that very little of the medication had been delivered to the patient. The device was filled with fluxocillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.